Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(6), product type programmer, patient; product ID 3777-45, serial # (B)(4), impl anted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had his leads explanted ¿except for about an inch¿. It was noted that this was to ensure that the electrode port would not scar over and that the implantable neurostimulator (ins) was still implanted for possible future use.